Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer had high blood glucose. The customer¿s blood glucose level was 300 mg/dl at the time of incident and current blood glucose level was 425 mg/dl and 457 mg/dl. The customer¿s blood glucose level in the morning was 359 mg/dl and after treatment with manual injection came down to 200¿s mg/dl. The customer reported that the cannula was bent. Insulin pump will not be returned for analysis.